Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a proctectomy conducted in 2007 and received an artificial urinary sphincter (aus) in 2010. About three years ago, the patient began to experience incontinence again. On (B)(6) the patient went to see a physician who attempted to activate the device and she concluded that there was some fluid left in the system but not the correct amount. It was deemed necessary by the physician to operate, remove the current device and replace it with a new one. The explanted device appeared to have less than optimal fluid in the system and the fluid left was yellow colored. The tubing connected to the pump was also severed but the physician mentioned the severing may have occurred during explanation. The physician suspected that there was a possible leak due to a perforation on an unidentified location or a malfunction in the system. The patient is expected to have a full recovery.